Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging throat and nasal irritation. The patient also states that the devices pressure is to high. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information received on 10/12/2023. The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging throat and nasal irritation. The patient also states that the devices pressure is to high. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. After the third attempt to have the device and components evaluated, the customer responded alleging coughing and it was almost 2-3 years, still I didn't get the replacement device, and I will return returned it after receiving the replacement device. The manufacturer is submitting an updated report at this time. After device return and completion of evaluation, a follow-up report will be filed. Patient outcome code grid, evaluation method code grid, evaluation results code grid, component code grid and conclusion code grid was updated. Recall number was updated.